Event description:
Caller reported a malfunction on the pump, identified with the malfunction code 12. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer had experienced this issue multiple times, prompting tandem technical support to send a replacement pump with updated software. They assisted the caller in resetting the current pump and provided guidance on using the new sensor. The caller was instructed on returning the problematic pump and agreed to use the current pump until the new one arrived. A signature was required for delivery, and address for shipping was confirmed.